Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not rewind. The customer¿s blood glucose was 9.6 mmol/l. The customer was assisted with troubleshooting. Customer stated that they tried to put a new reservoir in insulin pump and it was rewinding it never rewound and says insulin flow block with nothing in it and the piston was at the top. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. No rewind anomaly noted. Device functioning properly during testing. (B)(4).